Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak under the coulter lh 750 slidemaker. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was 10-15 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the input quick disconnect on the left side of the coulter lh 750 slidemaker, behind the fluidics module, was not tight enough to provide a proper seal. The fse replaced all of the tubing in the dispense module, cleaned the buildup, checked for damage to the quick disconnects and verified operation of the instrument.

Manufacturer narrative:
(B)(4).